Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5105992). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep apnea,asthma. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, manufacturer captured wrongly b5 verbiage and corrected in this report. Additional information received and section b5 reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received voluntary medwatch (mw5105992). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged no allegation. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device's downloaded logs were reviewed by the manufacturer. There was one error code found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Evaluation method code, evaluation results code and conclusion code grid has been updated. Recall number was updated.